Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. The drive support cap appeared normal and recessed and the insulin pump had not been exposed to a strong magnetic field. The customer had gone to the hospital for chest pain and also had a high blood glucose reading of 545 mg/dl. The customer stated that the blood glucose may have run high due to eating at night, but that she eats late at night to avoid lows. The customer also reported a no delivery alarm. The customer did not troubleshoot for this issue.